Event description:
The lay user/patient contacted international affiliate customer service on june 26, 2009, alleging that one touch ultra2 meter read inaccurately high and reportedly developed symptoms after taking insulin. The medical surveillance specialist (mss) obtained additional information through a follow-up call that was made on june 29, 2009. Sometime in 2009 at 10 pm, the patient obtained a "16 something mmol/l" (at least 288 mg/dl) meter reading with no reported symptoms. The patient typically gets meter readings around 7-8 mmol/l, but did not question the accuracy of her result at the time. As a result of the meter reading, the patient took her usual 15 units of novolin with additional 4 or 5 units of humalog: the patient adjusts the humalog dosages based on her carbohydrate and blood glucose levels. The patient claimed she became hypoglycemic 2 hours after taking the insulin. The patient's roommate found the patient "no even awake," making noises, incoherent, and "out." The patient did not pass out and was conscious at the time. Her blood glucose was not tested at this time. Her roommate fed the patient pudding and the patient felt better approximately 30 minutes later. Approximately 15-20 minutes after eating the pudding, the patient tested on her one touch ultramini meter and it read "3 something mmol/l" (at least 54 mgt/dl). The patient did not received any other forms of treatment. This complaint is being reported, because the patient allegedly became hypoglycemic after basing her insulin on the meter reading. The patient received food as treatment by a non health care professional. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.